Event description:
On (B)(6) 2013, it was reported that the programming system had an sql error. The system is able to interrogate, but the error shows up consistently. No other information was provided.

Event description:
Additional information was received that the handheld is not available for returned. It is unknown what happened to it but it is not found at the site. Sql error can occur if the handheld is unable to read or write to the database. This could happen if the database format is not compatible with the current operating system, the flashcard hardware is defective or loss of power to the flashcard is the most typical reason that the databases get corrupted.